Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Initially, the customer did not have a charging cable to reset the pump, but later found one after technical support called back. Technical support then assisted the customer in resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue happened again.